Event description:
Customer reported that the insulin pump returned a button error alarm and an additional error alarm. Customer reported pressing the act and escape buttons, but getting no response. Customer reported removing and replacing the battery, then receiving the second error alarm. Customer reported that the insulin pump may have recently been exposed to moisture. Blood glucose level was 109 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with loose drive support disk. The insulin pump passed self test, a21 error test, no unexpected a21 alarms noted. Also the insulin pump has intermittent buttons due to corroded keypad trace. No button error alarms noted. The insulin pump has minor scratches on lcd window, reservoir tube window and case, cracked case at display window corners and broken reservoir tube lip.